Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by a leakage at the bending section cover [a-rubber]. A further cause of the leak could not be presumed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the instrument channel the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope had foreign materials in the biopsy channel. The issue was found during preparation for use in an unidentified, diagnostic procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found liquid leakage due to perforation of the protective coating on the bending portion of the device, damage to the adhesive on the protective coating of the bending portion of the device, the nozzle was deformed, the connecting tube protector was damaged, the light guide lens was broken, the angulation wires were worn, the up/down knob was out of specification, the universal cord was crumpled, the coating on the video cable was peeling off, the protector was cut, the light guide connector was corroded, and the image displayed had defects due to a damaged charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.